Event description:
It was reported that the pt had the device removed due to infection and "extruded pump".

Manufacturer narrative:
Cylinders, pump and reservoir were returned and tested. Device performed within specifications.